Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "pain, size uneven," and "deflation." Device has been explanted.

Manufacturer narrative:
Device evaluation : based on the product analysis performed, the assessments of the complaints are: deflation: observed opening on valve bond edge side assessed as unidentified (tear) opening. Pain: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device.

Event description:
Healthcare professional reported left side "pain, size uneven," and "deflation." Device has been explanted.